Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-35431. Related manufacturer reference number: 2017865-2021-35432. It was reported that prior to procedure that one of the patient's leads lead to a pocket erosion. It was not specified if it was the right atrial (ra) or right ventricular (rv) lead that caused the pocket erosion. The patient had a pocket infection and tissue was noticed on ra and rv leads. The patient's entire system was explanted. The patient was stable throughout procedure.